Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. The physician was attempting to perform the transeptal puncture (tsp) with the versa cross connect system and a watchman access system (was) via intracardiac echo (ice) imaging. During the tsp attempt, the physician noted that there was a change in the patient hemodynamics. A review of transesophageal echocardiography (tee) revealed that the patient was developing a pericardial effusion on the posterior wall. The physician made the decision to abort the watchman procedure and pericardiocentesis was completed to treat the effusion. There were no further patient complications reported and the patient is expected to make a full recovery. The physician suspected that the perforation and effusion occurred during the transeptal puncture with rff wire or ice catheter.